Manufacturer narrative:
(B)(4). Title lessons learned from 227 biological meshes used for the surgical treatment of ventral abdominal defects source hernia, volume 24, 2020(57-65) date of online publication: 19january 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, from january 2010 to march 2016, a total of 227 patients whose ventral abdominal defects were reconstructed with a biological mesh were included in the study, and the device was used in 94 of the cases. Patients were divided according to the 2010 four-level surgical-site complication risk grading system proposed by the ventral hernia working group (vhwg): grade 1 (g1, 12 cases), grade 2 (g2, 68 cases), grade 3 (g3, 112 cases), and grade 4 (g4, 35 cases). It was reported that recurrence occurred in 35 patients.